Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that lactate dehydrogenase (ld) cartridge was missing reagent in one compartment. No injury was reported.